Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the bonding/backfill was insufficient. There was blood on the proximal conductor of the lead and it was not obstructed. The analyst noted inadequate backfill between is-1 pin and connector sleeve was observed, and that allows body fluid entered inside the lead on the proximal conductor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing leads failed to sense. The pacing leads were removed. No patient complications have been reported as a result of this event.